Event description:
Implant surgeon at the hospital alleged the following event, "the femoral ceramic head fractured without injury. It was implanted in (B)(6) 1999."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.